Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2024. During the device preparation prior to the implant procedure, it was noted that the pacemaker was in backup mode. The pacemaker was not used. The physician elected to use another pacemaker and completed the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was returned for analysis in backup mode with normal telemetry communication. Analysis of the device image indicated the cause of backup consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Anomalous error and backup condition could not be reproduced. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.